Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-3200 short port btt balloon kept on deflating. A replacement accessory kit was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
The device was returned to cardiac surgery on 06 jan 2010 for investigation. A supplemental report will be submitted when the investigation is completed. (B)(4).